Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure the patient experienced gastrointestinal bleeding. The lesion was located in the distal left anterior descending artery. The lesion was 100% stenosed with timi flow 0. The lesion was eccentric with angulations of <45 degree. There was thrombus, no tortuousity and mild calcification. The lesion was predilated with a 2.5x13mm balloon at ten atmospheres. The 2.5x20mm taxus express2 stent was implanted. The stent was post-dilated with the pre-dilatation balloon at twenty atmospheres. Post ivus was performed. The stent expanded well. Post procedure the target vessel diameter was 2.48mm, 2.54mm, with 4-11% residual stenosis and timi flow 3. In (B)(6) 2010 the patient was discharging blood. The physician consulted a gastroenterological doctor. Bayaspirin and plavix was canceled. The patient has suffered gastrointestinal bleeding in the past. Per the physician, the event was not caused by the antiplatelet medications. The relationship between the event and the taxus stent or the antiplatelet agents is unknown. Additional information has been requested and is not available.